Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. Moisture damage was found on the electronic assembly. The device had a cracked display window corner, scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump was dropped in the bathtub and there is fluid under the screen. It was stated that no other damage was found. Customer's blood glucose value was 11 mmol/l. The insulin pump was replaced and returned for analysis.